Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump had powered off and despite trying 2 new batteries, the pump would not power on again. There were no reported blood glucose excursions as a result of the alleged power issue, and the patient was reportedly on a back-up plan for insulin delivery. The patient thought that the battery compartment was damaged because, there is a hole on the inside of the battery compartment that is part of the design of the device. There was no actual damage noted to the battery compartment. This complaint is being reported because, the pump allegedly powered off unexpectedly and the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows that the pump had several unexplained power on resets. The battery cap threads were found to be stripped and would not secure tightly to the pump. A test cap was used to complete the investigation. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no damage found to the battery compartment. The rewind, load and prime steps were performed on the pump with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. The electrical current and power connections were tested with no defects found.